Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the case the device had exhibited grey bar upon interrogation and battery voltage was low. The device was not used, and a different device was implanted instead. No patient complications have been reported as a result of this event.